Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis found the device was received for analysis without cartridge reload. Furthermore, the device was found to have the clamping mechanism damaged. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm was noted to be worn out. It appears that the device was forced open when the knife was not on the home position. The instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The device closed, cycled and opened without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during an unknown procedure, the device malfunctioned. After the sixth firing the battery stopped working. Another like device was used to complete the procedure. There were no adverse consequences for the patient.